Event description:
The account alleges that the device will not go into reverse trendelenburg.

Manufacturer narrative:
(B) (4)the operator of this device was unknown. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.

Event description:
The customer reported to (B) (4) customer service a pump with a damaged battery. This event occurred during patient use (patient connected) on the nursing floor. Therapy was stopped for an unknown amount of time. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B) (4) a baxter service technician could not confirm the customer reported condition. There were no upgrades/repairs performed on this device. The device was returned to the customer unrepaired. The software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
(B) (4) evaluation summary: the device has been received for evaluation of interruption of therapy, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Attorney alleges the patient has suffered physical injury, including but not limited to repeated and unnecessary high-voltage shocks of electricity through the chest, as well as an unacceptable increase in the risk of fracture, resulting in further injury and possible death. The patient "suffered physical and other injuries as a result of the recalled lead". As a result of the defective sprint fidelis lead wire system, the patient has suffered physical and emotional injuries, including but not necessarily limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations or extreme emotional distress. It is further alleged that the patient had "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."